Event description:
It was reported that revision surgery of the right hip was performed due to periprostetic fracture. The acetabular component was not removed. A second revision surgery involving the same hip will be submitted in a subsequent report.